Event description:
Had a bilateral mastectomy; implants put in and my health is becoming worse and worse, and I believe it¿s from the implants. Have developed several autoimmune diseases and multiple unexplained health problems, such as hashimotos disease and none of the medications have helped and had an adverse reaction of high bp to one of them.